Manufacturer narrative:
Failure analysis noted that the pump received with a cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. It was noted that the lcd screen was bleeding. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a display anomaly. Blood glucose at the time of incident was 187mg/dl. The customer states there is a blank area and the screen is leaking. The customer states the displays works normally and it does not prevent her from reading the menus. The customer stated there is a crack on the battery compartment. Troubleshooting was able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.